Manufacturer narrative:
(B)(4): brief description of complaint: aquamantys¿ 2.3 - particulate - foreign - material - blood - during the priming cycle the saline coming from the device tips was red, a substance that looked like blood was at the base and inside the electrodes. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: aquamantys¿ 2.3 ¿product number: 23-113-1 ¿lot number: phb13500 ¿expiration date: 12-feb-2020 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned aquamantys¿ 2.3 device was received inside two plastic (B)(6) mailer envelopes not within biohazard bags with no packaging to fill the negative space. ¿the plastic tray, display box, and the tyvek® lid were returned; the device information was confirmed against the information listed within gch from the display box and the tyvek® lid. ¿there was a commercial invoice provided. ¿device visual inspection: ¿the device appears clean and used. ¿there is saline present in the saline tubing line and the drip chamber. ¿all components appear in place, intact with no damage. ¿there is no blood, tissue or coagulum present on the electrodes, inside the saline exit holes, on the body, shaft, or cord. ¿there are no properties of the brown substance that are consistent with properties of blood such as, coagulum, plasma, or other particulate matter. ¿there is a brown substance on the electrodes and inside the saline exit holes. The substance appears to be consistent with a betadine solution which is an antiseptic solution used for skin disinfection before and after surgery. ¿during the manufacturing process, there are no liquid substances used; therefore, it is highly unlikely that this substance was introduced during the manufacturing process. ¿it is probable to suggest that the device may have been re-processed; however, the customer denies admission of re-processing or misuse of the device in any manner. ¿the aquamantys¿ 2.3 device is a disposable single use device only and should never be re-processed for multiple usages per the IFU and medtronic strict adherence to company policies. Functional inspection: the functional inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # phb13500 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed; there is a brown substance on the electrodes and inside the saline exit holes. The complaint is not confirmed for the allegations of blood present on the electrodes as there are no blood components present on the device or the electrodes. This complaint will be tracked and trended. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1334 rev. Aa - product specification <(><<)>(><(>&<)><(><<)>)> quality plan - aquamantys¿ 2.3 70-10-1414 rev. E - aquamantys¿ 6.0 and 2.3 - bipolar sealer - IFU 61-10-0017 rev. H - device button tactile test procedure test equipment: the functional inspection portion of this complaint investigation was not performed; therefore, no test equipment was utilized. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
While setting up for a spine case, the aquamantys device was primed and staff reported bodily fluids coming from the device tips. Staff confirmed the device was in the original packaging undamaged, however it appears sterility of the device may have been compromised. The device was not near the patient and there was no patient injury.

Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
While setting up for a spine case, the aquamantys device was primed and staff reported bodily fluids coming from the device tips. Staff confirmed the device was in the original packaging undamaged, however it appears sterility of the device may have been compromised. The device was not near the patient and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.